Event description:
In 2008, the lay user/pt contacted lifescan alleging the one touch ultra link meter does not turn on. The pt denied experiencing any symptoms and did not receive any medical attention. The pt did not take any action regarding diabetes treatment due to the issue. The meter did not turn on during the troubleshooting telephone call when pressing the power button or inserting the test strips all the way into the test strip port. The pt replaced the battery per the owner's manual. The batteries are correctly installed and the battery contacts are in good condition. Based on the info provided, there was no misuse of the product. This complaint is being reported because the issue was not resolved during troubleshooting. The pt did not experience any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or stirps are returned, lifescan will evaluate it/them and, if either the meter strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.